Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the left cup intact. The modular neck broke off at the stem collar. Revised to arcos biomet modular stem, biomet neck and head. Patient was walking at work and felt a snap -no trauma reported.